Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. It was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during testing. It was unable to perform the occlusion test, no delivery test and verify the no delivery alarm due to motor error alarm. It also had a scratched display window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was over 600 mg/dl; treated with manual injections. Troubleshooting was not able to resolve the issue. The device was returned for analysis.